Event description:
It was reported there was an error 41622. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation found the device to be in good physical condition. Review of the event history log was not applicable. Functional test was performed and found that the pump's motor does not stop in between individual rotations and spins indefinitely, thus resulting in the error code (41622). The reported problem was replicated. The cause of the reported problem was faulty motor optic sensor, and the optic sensor was replaced.